Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The coil was found to be extremely stretched and the interlocking arm was not returned for analysis. There was a kink at the proximal end of the coil. There was blood on the majority of the coil. A fiber bundle fell off during analysis due to the extreme stretching. It is likely the coil broke rather than the interlocking arm falling off as there should not be a fiber bundle that close to where the interlocking arm should be. A microscopic inspection was performed. The coil zap tip shape and surface was smooth. The interlocking arm of the main coil was broken off from the coil and not returned. The interlocking arm of the main coil was not present. The dimensions were found to be in specification. The number of proximal fiber bundles was below the assigned specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error. The directions for use for interlock 035, instructs the user to use ¿a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ the imager catheter is a product of boston scientific and is the only catheter compatible with the interlock 035 coil. The use of an incompatible catheter contributed to the friction encountered and the coil being stuck to the catheters tip and the protrusion possibly as a result of using force to combat the resistance. (B)(4).

Event description:
It was reported that the coil became stuck. The target lesion was located in the large cavernous space of the leg. A .035 interlock was selected for embolization of venous malformation treatment procedure. During the procedure, this coil was deployed through a non-bsc catheter and became stuck in the distal end of the catheter. The physician removed the coil outside the patient's body. It was noted that the coil was protruding outside the tip of the catheter upon removal. The procedure was completed with a different device. No patient complications were noted and patient was stable and doing fine.

Event description:
It was reported that the coil became stuck. The target lesion was located in the large cavernous space of the leg. A .035 interlock was selected for embolization of venous malformation treatment procedure. During the procedure, this coil was deployed through a non-bsc catheter and became stuck in the distal end of the catheter. The physician removed the coil outside the patient's body. It was noted that the coil was protruding outside the tip of the catheter upon removal. The procedure was completed with a different device. No patient complications were noted and patient was stable and doing fine.